Event description:
It was reported to philips that the heartstart mrx defibrillator showed a red x and a device error message at power on. The device froze at the charge button press portion of opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4).